Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been one other similar complaint reported in the lot number. Add'l info has been requested on 09/27/2011, and 09/29/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected residual cylinder following intraocular lens (iol) implant surgery. Add'l info has been requested.